Event description:
Additional information received indicated that the manufacturer representative was able to connect to the ipg in pre op, however it was decided to replace the ipg and effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure on (B)(6) 2019. Postoperatively, the ipg would no longer communicate with external devices. Troubleshooting attempts were made by the manufacturer representative and unable to establish communication. As a result patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The cause of the device entering the service application state was due to a surgical procedure.